Manufacturer narrative:
Complaint is confirmed. Visual evaluation noted that the distal end of the knee scorpion needle is broken. No broken pieces were returned for investigation. The most likely cause of this condition was striking bone or using excessive force to pass the needle through fibrous/calcific tissue. The dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury. Functional testing was not performed due to the damage to the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a meniscus surgery the suture tape was cut by a scorpion tool and the surgeon had to use a new suture. Later the tip of the scorpion needle broke off and the second suture was also cut. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.